Event description:
It was reported that the pt had been experiencing intractable pain from vns and wanted the vns device removed. Per reporter, the device had been turned off for about a year. Surgery is planned, but has not occurred to date. Attempts for further info have been unsuccessful to date.